Event description:
The surgeon reported that the insert would not fix into place. It is further reported that the device would click into place at the front of the tibia, but not at the back. It is further reported that the surgeon used a standard insert which fit correctly to complete the surgery with no adverse consequences to pt.

Manufacturer narrative:
Investigation in progress. No add'l info available at this time.